Event description:
It was reported by service report that the head left siderail would not lock in the highest upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head left siderail would not lock in upright position due to either latch wear or a bent timing link.